Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed no alarms or warnings related to complaint. There was no evidence of excessive battery usage or short battery life observed. The pump powered on with returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed during testing. During testing, the pump alarmed with a low battery warning and replace battery alarm at the correct thresholds. The current draws were found to be within required specifications. The pump was removed from the case and no evidence of moisture or loose components were observed inside the pump. The battery life issue was not duplicated during testing. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that pump was alarming when the battery was full. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.